Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which were observed during physical inspection and considered confirmed. The depressed battery pins did not allow for dc operation. The rear case was replaced.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient involvement.